Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was isolated to the ECG "c&d" cable was broken at the connector. The root cause for the broken cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.